Event description:
During an implant attempt of the subject device, pacing failure of the subject device was reported after the use of bipolar electrocautery. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.